Event description:
It was reported that during a lobectomy procedure, the instrument was fired on the bronk. The surgeon felt nothing wrong with the instrument but no clips were fired. The instrument was not reloaded. They then checked all the tissue but no clips were found. They finished the procedure by manually using pds sutures in the bronk to close up the wound. Procedure time was extended by 30 minutes. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.